Event description:
While attempting to monitor a male pt in a diabetic coma, the device would not power on. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty capacitor on the system board. Trend analysis for failures of this type does not indicate an increase in frequency.